Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported of having high blood glucose and insulin pump did not alarm. Customer reported that sensor was not programmed into new insulin pump. Customer's blood glucose was 544 mg/dl. Customer received assistance with programming insulin pump for sensor glucose alerts. Customer was advised that sensors would be replaced.